Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical cadd solis vip pump was under-infusing. Pump was programmed by infusion nurse prior to patient's discharge. Pump settings-penicillin g, four million unites q4h, reservoir volume 555 ml, dose volume 73.8 ml, duration 30 minutes, every four hours. It was noted that residual volume was elevated by 10 percent after 24 hour infusion, however pump indicated the medication was completely infused. No patient injury resulted.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log had no related findings. Functional testing included accuracy testing. The delivery accuracy tests were unable to duplicate the field observation. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.